Manufacturer narrative:
Product evaluation: the device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger is oriented correctly. The plunger has advanced into the tip. The lens advanced and is stuck in the tip. The optic is misfolded up, positioned along the ceiling and left side of the device, and torn in pieces. The leading haptic tip is anterior surface up and oriented toward the device tip exit. The remainder of the optic and other haptic were not returned. The observation of the optic oriented to the ceiling of the device and torn is similar to damage from plunger underride. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The lens was stuck in the tip. The optic was misfolded up and torn into pieces. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the lens jammed in the injector. There was patient contact. Additional information has been requested.